Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. Review of the black box shows no interruption in basal delivery. The tdd¿s were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting elevated blood glucose levels up to 20 mmol/l with no symptoms; the patient was calling to determine if there may be a pump issue. The patient indicated being on vacation which may have been contributing to elevated blood glucose levels. No troubleshooting was able to be conducted at the time of the call. Animas attempted to follow up with the patient but was unsuccessful. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of an unspecified pump issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.